Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found a damaged dso seal, scratched lcd lens, and quiet rear piezo. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The pwa board, latch lock and handle, latch flex, optic switch and bracket, dso seal, battery compartment, keypad, overlay, side label, rear label were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a low infusion result below OEM specifications. The fault occurred during testing, there was no patient involvement.